Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the lesion location was the anterior communicating artery. Vessel tortuosity was moderate. Following the procedure the patient is in good condition. It was confirmed that no patient symptoms or complications were associated with this event. No procedural / post-procedural imaging is available. The axium coil and accessory device were prepared as indicated in the IFU. A continuous saline flush was administered and maintained as indicated in the IFU. The cause of the resistance was not determined. The catheter used was a medtronic product.

Event description:
Medtronic received a report that a patient underwent embolization of the anterior communicating artery aneurysm. During the operation, a detachable coil was used for vascular occlusion. The correct operations were performed. After multiple attempts, the coil still could not be introduced into the catheter, which likely delayed the patient's surgery. A new coil was used and this one could be used normally.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.